Event description:
Customer reported via phone call, she has been having issue with the insulin pump over the last month. When customer inserted the infusion set and until she removes it she notices the cannula was bent. Customer has also received the high pressure test to perform the high pressure test. Customer's blood glucose was 418 mg/dl. High pressure test was performed and the device passed. Customer was advised to do a complete set change. The device is not returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.